Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain. There were air bubbles in the patient line. The line had not been properly primed prior to therapy. The technical service representative (tsr) had the home patient (hp) cycle the power until the alarms cleared and advised the hp to start over with new supplies. Proper procedures were reviewed. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. An incomplete prime is a known cause of a system error 2240. The root cause of the incomplete prime could not be determined.